Event description:
Patient underwent bilateral tka on (B)(6) 2016. Upon attempting to remove her drain the following morning from her right knee, resistance was noted. The drain appeared to be shorter, so an xray was done, which confirmed a retained drain fragment from the broken drain. Patient returned to the operating room the following day for removal of retained fragment.